Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the instrument channel outlet of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, h3, h6, h11 correction: b5 the device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the instrument channel outlet of the gastrointestinal videoscope had foreign material. The issue was found during a esophagogastroduodenoscopy procedure that was completed with the same device. There were no reports of patient harm.